Event description:
It was reported that during use cardiosave I ntra aortic balloon pump (iabp), had a autofill failure, there was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completeion of our investigation.

Manufacturer narrative:
Updated fields- b4, d8, g3, g6, h2, h3, h6 codes (investigation types, conclusion, findings, components), h11. A getinge field service engineer (fse) checked the machine and unable to duplicate the reported malfunction. Fse replaced assembly safety disk and tidal volume disk due to cycles. Performed unit checkout. Unit passed all functional and safety testes. The equipment works to manufacture¿s specs.